Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. Analysis was unable to perform the self test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to button keypad anomaly. The insulin pump passed stop current test. Moisture damage was found on the electronics and motor. The insulin pump had cracked battery tube threads, broken reservoir tube lip, cracked belt clip slot, minor scratched and cracked display window, and cracked case at display window corner.

Event description:
The customer reported via phone call that the insulin pump was exposed to water and there was fluid under the lcd display. The customer's most recent blood glucose was unknown at the time of incident. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump was returned for analysis.